Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.